Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was in the range of 54-500 mg/dl. The customer successfully loaded a second cartridge to address the event and insulin delivery was resumed.